Event description:
It was reported that during an endoscopic thyroidectomy procedure, the tissue pad of the device was about to separate with the jaw only after using a few mins. Unknown how case was completed. Surgery was prolonged 10 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.